Event description:
Information received by medtronic indicated that the insulin pump belt clips were cracked. No harm requiring medical intervention was reported. The device was returned for analysis.

Manufacturer narrative:
(B)(4). Customer returned pump for alleged cosmetic damage located at the belt clip rails found on (B)(6) 2022. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damage to the retainer ring was noted during visual inspection. The following were noted during visual inspection: cracked keypad overlay, pillowing keypad overlay, and cracked retainer. Cosmetic damage was confirmed at the belt clip rails.